Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated the device was not working and symptoms are getting back to what they were prior to implant. Patient denied help over the phone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was told a manufacturer representative would be reaching out after the surgery for some tweaking but he has not heard back from the rep. Patient services walked the patient through how to adjust the stimulation and change programs. The patient increased from 0.4 to 0.5 on p6 (0.6 felt too strong). The patient was not feeling stim at 0.4 but feels comfortable stim in the pelvic floor at 0.5. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.